Event description:
The service report shows that during a routine pm the cse noticed the exhalation filter heater not working. The nellcor puritan bennett customer support engineer (npb cse) verified the filter heater did not work. The npb cse inspected the device and replaced the exhalation filter heater assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
External visual inspection revealed no defects or anomalies. A resistance measurement across the terminals reveal an open circuit in the thermal switch. Disassembly of the thermal switch (7btl2a-125 d/c 8523) revealed severe corrosion inside the switch mechanism, along with visible moisture droplets. The switch appears to be externally encapsulated with red rtv sealant. This heater is the originally equipped unit supplied with the new ventilator in 1986. The date code on the switch is the 23rd week of 1985. Is is not known how the moisture would ingress into the switch or even if the moisture was entrapped since it was mfg. It is possible the rtv, used around the switch, did not form a complete seal (although there was no visible voids). Total hours on the ventilator, at time of failure as 52206 and the heater is 12 years old. A systems review and investigated for cause of the issue has been completed. No trends have been identified with this switch, therefore, this event is considered to be spontaneous, random failure that could not have been predicted or found through inspection or testing. The failure is verified. No corrective action is recommended. No further investigation is needed into this issue, request closed.